Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter and returned introducer sheath. It was revealed the balloon was accordioned throughout its length. The proximal balloon bond had separated, with the inner lumen stretched, accordioned towards the distal tip of the catheter with additional kinking. The proximal marker band and the balloon bond were dislodged and moved towards the distal tip of the catheter due to the severely stretched inner lumen. There were multiple kinks throughout the length of the catheter's shaft. The distal end of balloon was also accordioned and did not appear to be completely deflated. The distal marker band was dislodged as well, due to the severely stretched inner lumen. The tip of the introducer sheath was damaged resulting in a slightly concaved bent sheath. Functional testing was limited to inner lumen integrity because the catheter was unable to be removed from the introducer sheath and the proximal balloon bond was not intact. The guide wire was unable to pass through the distal end of the balloon due to the severely stretched inner lumen. Conclusion: returned product analysis confirmed the damage to the balloon and associated damage to the introducer sheath is consistent with difficulty removing the catheter through the introducer sheath. It is unknown when the damage to the distal tip of the introducer sheath occurred, but is likely during the removal attempt of the catheter, possibly prior to completely deflating the balloon. A definitive root cause could not be determined based on the available information. It is unknown if procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis: the sample has been received by the manufacturer; therefore, an evaluation is anticipated, but has not yet begun. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported, after successful treatment of the target lesion, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was difficult to remove through a 6 french terumo introducer sheath. The health care professional (hcp) used an antegrade approach to gain patient access. The patient's vessel anatomy was calcified but not tortuous. The health care professional (hcp) deflated the balloon completely under fluoroscopy and negative pressure was applied to the balloon prior to attempting to remove the balloon. The hcp allegedly was unable to remove the balloon through the introducer sheath. The hcp removed the introducer sheath and lutonix dcb together by force. After the forceful removal of the balloon, the hcp applied 15 minutes of manual compression to the access site. No further adverse patient effects were reported.